Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited increase in shock impedance measurements on the right ventricular (rv) channel. Upon review of the latitude data, the shock impedances vary, ranging from 70 ohms to 85 ohms, still within the normal range. Later, it was noted that the shock impedance measurements were measuring greater than 200 ohms. This device currently remains in service. No adverse patient effects were reported.